Manufacturer narrative:
To date, the device involved incident has not been received for evaluation. An investigation has been initiated upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on 09/10/2015. The investigation included: methods: review of complaints history. Results: the end users reason for return was verified per the photo provided however due to the transfer and shared responsibilities of this product line between two integra sites the device in question cannot be located at this time. CAPA has been issued to further review the gap for when complaint returns cannot be accounted for on site. A DHR review cannot be performed at this time as the lot number was not provided, nor can product be located. This review will be conducted once the lot number is identified or provided. A two year lookback in trackwise for reported failure "crack / broke" for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary: the end users reason for return was verified per the photo provided however due to the transfer and shared responsibilities of this product line between two integra sites the device in question cannot be located at this time. This investigation will be reopened once product is found as applicable.

Event description:
After cleaning the c4601elt, a nurse found a crack on the tip and it eventually broke. There was no patient injury. The product has only been used twice. Additional information was requested and on (B)(6) 2014, the following clarification was provided by distributor. During inspection of the product before use, the crack was discovered. Prior to this incident, the tip had been used twice before.